Event description:
It was reported that the pump touchscreen cracked and was unresponsive. Customer¿s blood glucose level was within range (value not provided). The customer reverted to an alternate method in insulin therapy.